Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and blank display. The customer¿s blood glucose level was 247 mg/dl at the time of the incident. The customer called to help set up date and time also stating it was blank and no delivery alarms. The customer also stated that she has noticed wetness on her clothes. The customer stated that the infusion set cannulas are bent. The customer reported that the no delivery alarm was resolved by changing reservoir. The infusion set will be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
It was reported by the customer that the insulin pump's display was not blank, but that the time and date were blank.